Manufacturer narrative:
H10internal complaint reference: case-2020-00023986-1h3, h6the reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and it was noted that the labels were damaged, the drape clips were missing, there was oil residue around the dumbbell joint, the inner and outer enclosure screw holes were damaged and the control board had burned areas. A functional evaluation revealed the device failed the weight test. The piston migration was at 1.8 inches. The damaged control board causes the device not to pressurize and de-pressurize correctly. The reported failure was confirmed and the root cause has been associated with an electrical problem.  The device has been in service for over 5 years, thus any malfunction presented at this point in time would not be related to the manufacture of the product.

Event description:
It was reported that the spider tenet was not working. No case involved. Therefore, there was no patient involved. Results of investigation have concluded that this unit failed the weight test which makes it a reportable event.